Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt trunk cable connector was damaged and unable to securely latch to a monitor. The root cause for the broken trunk cable connector could not be positively identified. No adverse event resulted from the damaged belt.